Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that following implant in 2017, the patient developed a staph infection which developed into (B)(6) "and was headed to a blood infection". The patient had emergency surgery sometime in 2017 (date unknown) to remove pump, and reported having a "huge hole in my stomach because it was so infected". It was noted during removal, the healthcare provider (hcp) "broke the pump in my stomach". It was reported part of the equipment was left in the patient but was unsure what parts, stating part of the catheter was left in but was unsure if there was something else. Physician listings were requested as the patient inquired if they could have the new system implanted once healed and if the patient had to have another trial.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) confirmed the patient's pump system (pump and catheter) were removed on (B)(6) 2017 due to infection. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump and catheter were removed. It was unknown if there was a catheter issue. The cause of the pump breaking in the patient¿s stomach and if there was a pump device issue was also unknown. The patient's weight was also unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial#: (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.